Event description:
Customer reported she was hospitalized three times in the last two months for no delivery and high blood glucose. Customer blood glucose was over 600 mg/dl. Customer was unable to troubleshoot for no delivery since customer had discarded the set. Customer reported on (B)(6) 2014 she was hospitalized for high blood glucose over 300 mg/dl. Customer was throwing up and had abdominal pain. Insulin pump had been alarming no delivery multiple times. Customer was not in a car acceded. Customer was put on fluids and advised to revert to back up plan. Customer stopped using the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.